Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) of the left anterior descending artery (lad) and right coronary artery (rca) and was referred for a proximal lad plasty . Vascular access was obtained via the radial artery. The 90% stenosed, 3.00mm x 15mm, de novo target lesion was located in the mildly tortuous and mildly calcified proximal lad. A 3.00 x 16mm synergy was advanced to the target lesion and deployed. Following stent deployment, a proximal edge dissection was noted. A 3.50 x 16mm synergy stent was deployed to cover the edge dissection from the ostial to proximal lad and complete the procedure. No further patient complications were reported, and the patient was reported to be stable, responding well to the medicines. It was further reported that the target lesion was pedilated with a semi compliant balloon. It was noted that the balloon of the stent was inflated, but soon after deployment of the stent, a dissection was noted.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) of the left anterior descending artery (lad) and right coronary artery (rca) and was referred for a proximal lad plasty . Vascular access was obtained via the radial artery. The 90% stenosed, 3.00mm x 15mm, de novo target lesion was located in the mildly tortuous and mildly calcified proximal lad. A 3.00 x 16mm synergy was advanced to the target lesion and deployed. Following stent deployment, a proximal edge dissection was noted. A 3.50 x 16mm synergy stent was deployed to cover the edge dissection from the ostial to proximal lad and complete the procedure. No further patient complications were reported, and the patient was reported to be stable, responding well to the medicines.